Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. The patient was brought to an office check and the lead was reprogrammed to unipolar mode and the impedance measurements were in range, then reprogrammed to bipolar mode and the measurements were still in range. Noise was also observed during isometric testing. The electrocardiogram showed a lot of atrial noise before, and after the lss. Additionally, it was noted that the pacemaker recorded signal artifact monitoring (sam) episodes due to suspected noisy signals from electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The ra lead is 20 years old. It was suspected that the ra lead is likely to have lead integrity issues causing noise and high oor impedance intermittently in bipolar. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Surgical intervention performed.

Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. The patient was brought to an office check and the lead was reprogrammed to unipolar mode and the impedance measurements were in range, then reprogrammed to bipolar mode and the measurements were still in range. Noise was also observed during isometric testing. The electrocardiogram showed a lot of atrial noise before, and after the lss. Additionally, it was noted that the pacemaker recorded signal artifact monitoring (sam) episodes due to suspected surgical electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The ra lead is 20 years old. It was suspected that the ra lead is likely to have lead integrity issues causing noise and high oor impedance intermittently in bipolar. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the ra was surgically abandoned. Both product were successfully replaced. No additional adverse patient effects were reported.